Event description:
Reportedly, the staples did not form properly when the device was fired. There was some bleeding between the staple lines but not much. Another stapler was used to recovering the tissue which resulted in slight additional tissue loss.